Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion occurred. Customer's blood glucose (bg) level was approximately 500 mg/dl. Customer changed the pump supplies to resolve the issue. Customer addressed bg levels with an alternate pump.